Manufacturer narrative:
The customer reported that the patient was monitored for kappa and lambda for some time using electrophoresis and the alternate non-siemens method. The customer recently started using siemens n latex flc lambda and n latex flc kappa reagents for determination of flc lambda and flc kappa. A siemens headquarters support center (hsc) specialist reviewed the data files on the bn prospec system when the customer previously reported discordant flc lambda and flc kappa results and found no issue. The hsc specialist determined that the save data files contained two quality control (qc) measurements and these results were within expected ranges. The hsc specialist also reviewed the qc kinetics and did not identify any issue. The hsc specialist concluded that there was no indication of a reagent or system malfunction. The cause of the event is unknown. The system and reagents are performing according to specifications. No further evaluation of these devices is required. MDR 9610806-2018-00035, MDR 9610806-2018-00036, and MDR 9610806-2018-00037 were filed for the same event.

Event description:
Different free light chains (flc), type lambda (flc lambda) and flc, type kappa (flc kappa) results were obtained on a patient sample on the bn prospec system using the siemens' n latex flc lambda and n latex flc kappa reagents compared to an alternate non-siemens reagent. The patient started chemotherapy for myeloma in (B)(6) 2018 and it is unknown whether any of these results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the different flc kappa and flc lambda results obtained on the patient sample.

Manufacturer narrative:
Additional information (05-apr-2018): the potentially discordant results, obtained using the siemens' reagents, were reported to the physician(s) and the results obtained using the non-siemens' reagents were not reported. Corrected information (05-apr-2018): the sample was run using the non-siemens' reagents on (B)(6) 2018. MDR 9610806-2018-00035_s1, MDR 9610806-2018-00036_s1, and MDR 9610806-2018-00037_s1 were filed for the same event.

Event description:
The potentially discordant flc kappa and flc lambda results, obtained using the siemens' reagents, were reported to the physician(s) and the results obtained using the non-siemens' reagents were not reported.